Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a pericardial effusion at the end of the case, the patients¿ blood pressure dropped. The intracardiac echocardiography (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and about 850 cc of fluid was removed from the pericardial space. The procedure was aborted. The patient condition was reported as stable. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome is fully recovered. The patient did require an extended hospitalization because of the adverse event, 2 extra days in recovery. The generator used in the case was a smart ablate generator. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of a steam pop. An irrigated catheter was used and the flow setting was 15cc. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set to 3mm 25% 3 g with no additional filter used. The color options used prospectively was fti. The max of 50 watts was used during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 31-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30681434l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).